Event description:
It was reported that during treatment of a renal stenosis, the tip of the ultra 2 cutting balloon separated and remains in the pt. The ultra 2 cutting balloon was successfully inflated, although atms and number of inflations is unk. During withdrawal, the balloon was approx 2/3 retrieved into the guide catheter (manufacturer unk) when the catheter became stuck. After "pulling several times," the tip of the balloon separated and remains in the pt's body. No pt complications were reported, and the procedure was completed with this device. Pt status was reported as 'well".

Manufacturer narrative:
The facility has confirmed that this device has been disposed of; therefore, no direct product analysis can be completed and no root cause determination can be made.